Manufacturer narrative:
(B)(4). This complaint was not confirmed; however per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that she started the initial drain, thinking that the hc had not primed yet, then when the alarm sounded, she connected herself and called baxter. The technical service representative (tsr) explained the alarm and had the hp cycle the power 2 times to clear. The tsr advised the hp to call the nurse in the next 24 hours and let her know what happened. The tsr explained that the supplies are compromised and would need to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.